Manufacturer narrative:
Product will not be returning, therefore, this report is based solely on the information provided by the customer. An investigation of similar complaints found one other event where it was reported the nurse fell when the floor cushion slipped. Customer confirmed there was no product non-conformity. Also confirmed the customer is aware of the instruction for use's recommendation of cleaning up spills to avoid the mat slipping. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states "inform resident and staff to take care when stepping on or off of the cushion to avoid tripping. Follow your facility¿s procedures for cleaning spills in patient care areas. Do not place floor cushions on or around damp or wet areas. Clean spills on, around or under floor cushions. Liquids under floor cushions may cause a slip and fall accident." Therefore, no corrective or preventive actions are necessary. All complaints are trended on a monthly bases. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported urine had leaked under a mat causing it to slip when a nurse stepped on it. The nurse fell, injuring the left shoulder, back, neck and buttocks. Medical attention was sought and the employee has since not returned to work. Customer also stated the product is still being used and will not be returning it for analysis.